Event description:
On an unreported date, the area was not cleaned before starting peritoneal dialysis (pd) therapy and the patient experienced peritonitis. The patient was treated with injection fortum 1gm continuously intraperitoneally (ip) and injection reflin 1gm intraperitoneally (ip) (frequency not reported) for peritonitis. It was unknown if the patient was hospitalized for peritonitis. The patient recovered from the peritonitis event. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.